Event description:
A staff member was donning a gown in preparation for a procedure when it was observed that the seams on the gown are faulty and could contribute to strike-through/penatration of body fluids.